Event description:
It was reported that the patient swallowed the cp1110 power extend rechargeable battery (date not reported) during a seizure. The customer expressed urgent concern regarding potential health risks and the need for medical intervention. Additional information has been requested but has not been made available as of the date of this report.